Event description:
Additional information was received from a health care professional (hcp) on 2019-oct-15. It was reported that the patient remained in the ICU for 5 days and then moved to a regular hospital room for 3 days. She was in a nursing home rehabilitation facility at the time of the call. No official cause of the unconscious episode was determined, but the caller thought it was due to the pump medication rate being too high combined with the patient¿s oral oxycodone. The pump was turned to minimum rate while the patient was in the ICU and she responded well to the reduced dose. She was not treated with narcan. The doctors ruled out a stroke. The pump set to minimum rate and tylenol was adequate in treating the patient¿s pain. She was going to her doctor¿s office on (B)(6) 2019 for an appointment where they were going to discuss future considerations, including potentially abandoning therapy or removing the pump. The patient¿s weight was unknown. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) regarding a patient receiving fentanyl at an unknown concentration and dose via an implantable infusion pump. The indication for use was noted to be non-malignant pain. It was reported that the patient was in the hospital for 3 days and no trace of fentanyl was found in her urine so they thought the pump might not be delivering medication. It was noted they thought the pump "had quit." The patient was released from the hospital but then on (B)(6) 2019 she was found on the floor of her home unconscious. The patient had not yet regained consciousness enough to speak since then. A representative went to the hospital on (B)(6) 2019 to turn the pump to minimum rate. It was not confirmed that the pump was related to the issue but it was suspected. No further complications were reported.